Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. The device's electronic records (system logs) were downloaded for analysis, but no abnormalities were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device did not provide ventilation output during patient use. The patient survived the reported event. The reporter advised that the patient was placed on a different ventilator for support, and that there was no patient harm as a result of the reported issue.